Event description:
It was reported that a progav 2.0 shuntsystem (#fx552t) was implanted. Due to the fact that the questionnaire was not completed, we are unfortunately unable to say exactly what the complaint was regarding the product only the progav 2.0 and the control reservoir were sent in. No patient complications were reported as a result of the revision procedure. The complainant device was returned to the manufacturer for evaluation.

Manufacturer narrative:
Visual inspection: during the investigation, deposits on the device were determined. Permeability test: a permeability test has shown that all components are permeable. During the permeability test some particles / bloody liquid were flushed out. Computer controlled test: to investigate the sample, the opening pressure of the progav 2.0 is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav 2.0 operates within the accepted tolerance in the horizontal position. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection: after dismantling of the valve, no deposits were found in. To make the deposits in the shunt system more visible, they were colored using a staining solution. Results: in advance, we would like to point out that the product sent in was not inserted in liquid at the time of delivery. Dried deposits can influence the function of the products, which can affect the results. Despite this, we have examined the valve. Based on our investigation results, we cannot determine functional deviations or other abnormalities in the product. How the abovementioned functional impairment occurred is not clear to us at the time of examination. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.